Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery now alarm after every few hours. Customer's blood glucose value was 15 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer reported that the insulin pump powers off and the active insulin was erased. Customer needs to rewind the insulin pump every time, when this happens. Customer reported that the insulin pump had replace battery now and they place battery and power loss alarm occurred. Customer reports replace battery now occurred customer place battery. Customer states battery cap was not broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected failed battery alarms, low battery alert, power loss alarms, replace battery alerts, or replace battery now alarms noted during testing.